Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection, white particulate matter was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy revealed the particles to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a particle inside its elastomeric balloon. This was noted before patient use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.